Manufacturer narrative:
Pending evaluation concomitant device(s): 310-01-44, 3836613, equinoxe, humeral head short, 44mm (alpha).

Event description:
Approximately 2 years postop the initial left tsa, the (B)(6) y/o female patient complained of pain and weakness. An arthroscopy was completed to investigate and saw that the glenoid poly was loose in the joint. During a revision, the humerus was moved out of the way and the poly came out at the same time. The center peg dislodged off the prothesis and stayed within the glenoid vault. Peripheral pegs still intact. The poly was sent to pathology for further investigations /infection as well as the humeral head. Humeral head prosthesis was replaced, anatomic shoulder was converted to a hemi and after the investigations are complete, it will be converted to a reverse. Patient was last known to be in stable condition following the event. Devices will not return, sent to laboratory after the procedure.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the glenoid component, which may have resulted in subsequent pain and cage disassociation. However, this cannot be confirmed because the component was not returned for evaluation.